Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patients drg lead has migrated into the pocket. The physician has decided instead of revising the lead again he is going to trial the patient with a scs system.

Manufacturer narrative:
It was reported to abbott a patient¿s drg lead had migrated back into the pocket. The physician decided instead of revising the lead, the patient would be trailed with a scs system. In an update it was reported the drg system was removed (1-drg lead and drg ipg) and was implanted with a 3219 and 32400. There were no complications. The drg ipg was removed because the drg lead was removed and the drg system was replaced with an scs system. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire drg system was explanted. A new scs system was implanted, providing effective therapy post-op.